Event description:
The customer contact reported the pump did not deliver. In late 2008, the pump was programmed to deliver an unspecified chemotherapeutic agent at a rate of 3ml/hr, with a vtbi (volume to be infused) of 66ml, a container size of 86ml, and a duration of 24 hours. It was reported that when the homecare pt returned to the clinic next day, the nurse found the pump display indicated the delivery was complete; however, the solution container was full. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.